Manufacturer narrative:
Section: b2: outcomes attributed to adverse event. G3: report source. H3, h6: the real intelligence cori, part number rob10024, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is potential failure with the customer drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The reported problem was assessed from a clinical/medical standpoint: the procedure had to be completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, upon completion of the tibial burring in a cori assisted tka surgery, a "robotic drill deactivated" error popped up on the screen. After hitting ok, the screen would continue to pop up several times. They tried unplugging the real intelligence robotic drill and plugging it back in, but this still would not solve the error screen from popping up (B)(4). Eventually they did a hard restart of the cori console by turning the switch from on to off then back on. When they plugged the drill in to begin calibrating, the attached image (in field report) was shown and the screen started to flicker. At this stage, they could not press anything on the cori to get out of the screen as it would not accept them touching the screen as the real intelligence cori was frozen (B)(4). Therefore, the procedure had to be completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem.